Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed..the device had a cracked on top case by the tube holders and on right plunger case. Motor rate error appeared in the event history log. The technician performed an occlusion test and motor rate error was found during testing the root cause was found to be a combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty and worn out. The technician replaced motor assembly, worm gear, lead screw and clutch halves. Performed occlusion test and all functional testing, which device passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.